Event description:
Screw came out of top of brush head in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the screw came out of the top of an oral-b triumph flossation brush head. The brush head had been used for 3 months. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.